Event description:
It was reported that revision surgery was performed. Tissue damage, necrosis, exposure to metal debris, pain, weakness of the legs and hips, elevated cobalt and chromium levels and fluid accumulations around the hip reported. Groin pain since (B)(6) 2013 reported.